Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the clip positioning, the mitraclip became caught on the septal leaflets. After grasping the leaflets successfully, it was determined that a realignment was required for optimal reduction. While trying to remove the clip, the lateral leaflet could no longer be released. The echo showed that the lateral leaflet was pinched above the grippers. The clip was deployed. This clip changed the morphology of the valve and an eccentric jet was present in the anteroseptal direction. An additional clip was implanted on the posterior/septal leaflets to further decrease the mr. The final mr was grade 3. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) resulting in single gripper actuation issue cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.